Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (does not communicate with electrode belt) was confirmed. Upon eval, there was no driven ground signal. The cause of the inability to communicate with a test electrode belt is the lack of driven ground signal. The cause of the lack of driven ground signal is a defective u612 component. The root cause of the defective component cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
Zoll dist returned a monitor indicating that it would not communicate with a test electrode belt.